Manufacturer narrative:
A patient reported a malfunction of the tether cervical plate system. Timeline of awareness & communications: on (B)(6) 2018 - patient contacted seaspine customer service. On (B)(6) 2018 - email received from stryker rep stating same patient had called. On (B)(6) 2018 - seaspine product monitoring spoke with patient. Requested more information. On (B)(6) 2018 - seaspine product monitoring email to patient requesting additional information. On (B)(6) 2018 - stryker rep states reporting responsibilities is not strykers'. On (B)(6) 2018 - seaspine product monitoring follow-up phone call with patient. DHR review and product investigation cannot be completed, as the lot numbers are unknown. Review of labeling notes: possible adverse events: postoperative fracture due to trauma, defects, or poor bone stock. Preoperative warnings: only patients that met the criteria described in the indications should be selected. Patient condition and/or predisposition such as described in the contraindications should be avoided. The root cause of the alleged mechanical failure is unknown. The claims are not substantiated and could not be confirmed.

Event description:
As stated by the patient, initial surgery was performed in (B)(6) 2009 (9 yrs. From aware date). The tether system purportedly used is an acdf plating system. Patient alleges the plate is bent and the screws are fractured. Patient was advised to contact her surgeon. The claims are not substantiated and could not be confirmed.